Event description:
A surgeon reported that during surgery, a fluid leak was noted, followed by a system message, and the deactivation of irrigation and aspiration functions. The system was exchanged and the case was successfully completed. It was confirmed with a rep that was in surgery during the case that there was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).